Event description:
Device report 3 of 4. Reference MFR reports: 1627487-2012-09057, 09060.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.